Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the left internal iliac arteries (iia) using pod packing coils (pod pcs), non-penumbra coils and a non-penumbra microcatheter. During the procedure, while advancing a pod pc through the microcatheter, the physician experienced resistance near the distal end of the microcatheter and subsequently, the pod pc became stuck. Therefore, the pod pc was removed. The procedure was completed using seventeen pod pcs, twenty-eight non-penumbra coils and the same microcatheter. There was no report of an adverse effect to the patient.